Event description:
It was reported to covidien on (B)(4) 2015 that a customer had a non specific issue with an avi controller. The unit was returned to a local covidien service center and the service technician found that copper wires exposed on the power cord.

Manufacturer narrative:
Investigation results: an investigation of the reported condition was performed on 4/2/2015 by (B)(4). One a-v controller compression system was returned for investigation for the reported condition of; customer states: customer reports non-specific issue. Service found: copper wires exposed on power cord. An initial inspection of the power cord found it failed to meet operational specifications due to an external damage, which cut through to the inner copper wires, exposing them, confirming the reported condition. There was no signs of arcing to the exposed copper wiring indicating the unit was not connected to live circuit. However, the exposed wires produce a high risk of electrical shock to the clinical staff and patient. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The power cord was replaced to correct the problem. Product a-v controller was manufactured in 2008. A review of the device history records shows this device was released meeting all manufacturing specifications. A review of the complaints database found no other complaints reported for the same condition in the last twelve months. This information will be utilized for trending purposes to determine the need for corrective action.

Manufacturer narrative:
Submit date: 04/14/2014. An investigation is currently underway. Upon completion, an updated investigation will be provided.